Event description:
The account stated the head section would drift down after head was raised.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.